Event description:
During preventative maintenance of the device, the field service rep (fsr) reported that the batteries on the device were dead. There was no pt involvement. Investigation in progress, but not yet completed.

Manufacturer narrative:
Note: the issue was confirmed by the unit¿s data logs which found the unit was not powered up for three months. Based on the amount of battery drainage that occurs when the unit is powered off, it can be assumed the batteries were depleted to a point where they may have been damaged. The field service rep (fsr) replaced the batteries in the device.